Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: dlt ts cer hd 12/14 32mm +9; altrx +4 10d 32idx48od; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
It was reported that the patient dislocated and the surgeon removed the liner, kept the acetabular shell and stem. Original surgery was (B)(6) 2017. Patient dislocated back on (B)(6) 2018 and surgeon did liner and head exchange at that time. Surgeon put in constrain liner and new head. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.